Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: spinal kyphoscoliosis type of procedure or technique used: posterior lumbar interbody fusion (plif) levels implanted: l4/5 it was reported that intra-op, during insertion of the second cage at l4/5, at the time of tapping the cage with a hammer, it broke. The product was taken out and checked. Breakage was observed at the boundary between the peek part and the titanium part. The cage broke near the intervertebral entrance. The intervertebral disc space was narrow, and the surgeon held the inserter while the doctor of the first assistant was hammering the cage using a hammer. This may led to the result that the tip of the cage was not confirmed properly. It seemed the inserter was not inclined. After the product was washed in the facility, the jaw part of the broken cage was partially missing. During reinsertion, the direction of the alternative cage was reversed and the alternative cage was inserted and placed. There was the delay of less than 60 min as a result of this event. No any additional treatment or surgery was performed as a result of this event. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual and functional inspection confirmed the spacer was returned with one of the tabs/ears broken off and the other is cracked and bent. There is a few witness marks at the nose of the implant. The pivot arm that attaches to the pin has been broken. This appears to be from the implant nose impacting a hard surface during installation. The spacer was completely closed when returned. If information is provided in the future, a supplemental report will be issued.